Manufacturer narrative:
This product is manufactured in switzerland and is not marketed in the u.s. (B)(4). Evaluation codes: method - (other): work order search, device history record review results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (other): based on the complaint information and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter indicated the surgeon inserted the 13.2mm vicmo13.2 implantable collamer lens in the patient's right (od) eye on (B)(6) 2013 and two weeks post-op angle closure with elevated iop was noted. An iridotomy was performed and the lens was exchange for shorter length lens. This resolved the problem. See MFR report# 2023826-2015-00767 for the other eye.

Manufacturer narrative:
Previous manufacture date was incorrect. (B)(4).